Event description:
Additional information was received that patient had experienced ineffective therapy. Post-operatively, the issue has been resolved and patient has effective therapy.

Manufacturer narrative:
¿Date of event¿ and ¿therapy date" are estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2020-00641, 3006705815-2020-00642. It was reported that patient experienced shocking sensations. Surgical intervention occurred to address the issue. During surgery, a lead was found to have migrated. The ipg was explanted and replaced and the lead was repositioned to address the issue. It is unknown which lead is related to the issue so both leads are being reported.